Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 6 issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Subsequently, it was reported that a malfunction alarm. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.